Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The visual inspection found that the usb port is damage, it was reason for the reported problem. This could only happen as a result of misuse by customer, main suspected user mishandling. A review of the DHR indicating that the product was released meeting finished product specifications. The device was being used for diagnosis. According to risk assessment dms# 10000056926, v15, section 1.3, this risk was assessed by afap. The product was reported condition or incident. The device as received meet to specifications. The conclusion of the investigation is: mishandling. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the account faced an issue with the recorder during the last study. When he attempted to upload video, the software advised there was no data on the recorder. The bravo recorder appeared to work appropriately immediately after procedure by showing the picture icons. The receiver then gave a message that said the previous patient's data was not uploaded- connect to computer to upload data. The recorder was connected to the computer which said there was not any data to upload. After disconnecting from the computer, the recorder displayed an ¿error¿ message. Recorder turned on in usual manner. He instructed to arrow down to start. The recorder started ¿clearing data¿. The patient required a second procedure that included sedation. The last known patient status is that the patient is good. No other known adverse events were reported.